Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tkpx, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that her urinary symptoms were not under control. She started wetting herself several times per day. The patient thought it was because her patient programmer (pp) was not working. She replaced the pp batteries and she did not feel stimulation. She used to feel it before when she kept increasing and was at 0.6v. Pp showed that the implantable neurostimulator (ins) was on. The patient was on program 1 at 0.4v. After increasing amplitude to 0.8v the patient felt stimulation in the correct area. It was noted that the change in therapy/symptoms was considered sudden. The loss of symptom control occurred in (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.